Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Blew a fuse - oral-b toothbrush [device catching fire] . Case narrative: consumer via phone stated that when they plugged in the toothbrush, it blew a fuse. No injury was reported.